Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for severed tubing with the incident lot was observed. The tubing was sliced into two portions on both returned samples. Additionally, the packages displayed a compromised seal with corresponding location with the spliced tubing. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for severed tubing with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that two bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication prior to use. The following information was provided by the initial reporter: the tubing was cut.

Manufacturer narrative:
Medical device type: jka, fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® push button blood collection sets experienced a failure to contain blood or medication prior to use. The following information was provided by the initial reporter: the tubing was cut.